Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
As reported via medwatch mw5147162: after having a total knee replacement in 2022 the kneecap released and had to have revision surgery and now my kneecap has moved again resulting in another revision surgery. The surgeon has rescheduled another total knee replacement again to be done on (B)(6) 2023.